Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the ECG ¿a¿ and ¿b¿ cables being severed at the distribution node (dn), causing all wires to be cut. The belt did not pass detect and treat testing. The root cause for severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.